Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and upon power up of the iabp unit, observed an electrical failure code #14. The fse replaced the scroll compressor and filters. Subsequently, the fse performed all calibration, functional and safety checks to meet factory specifications and the iabp unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an error message. It was later clarified that the iabp unit had displayed a ¿maintenance service needed" message on the screen. The iabp was swapped for another iabp. There was no patient harm or injury and no adverse event.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: e1 (event site email).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an error message. It was later clarified that the iabp unit had displayed a ¿maintenance service needed" message on the screen. The iabp was swapped for another iabp. There was no patient harm or injury and no adverse event.